Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The stapler reload sureform accessory was analyzed. Review of logs did not show any firing errors during the procedure. Upon visual inspection, all pushers of the staples were found at the bed surface of the cartridge, indicating a complete fire occurred. However, the reload knife was not concealed at the distal end of the cartridge because lodged staples blocked the shuttle track/knife edge pathway. The complaint was confirmed based on failure analysis. A review of the logs for the sureform 60 stapler associated with this event has been performed by an intuitive surgical, inc. (Isi) afa. The following additional information was provided: logs show pn 480460-09, ln l15230216-0118, was installed on the system 6x and fired 6 reloads (6 blue). On installs 1 and 3-6, the first clamp was successful, and the firings were completed with no pauses for compression. On install 2, the first clamp was successful, and the firing was completed with 1 pause for compression. There were no incomplete clamps, incomplete unclamps, or partial failures logged for this instrument. There were no stapler related errors in the logs.

Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure, the stapler experienced a partial fire. The procedure was completed with no reported injury.